Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that they have a crack in the avalon elite cannula. The crack is directly around the wire-reinforced section. The cannula was placed at saint lukes @ baylor in (B)(6) 2018, had air entrainment discovered in (B)(6), explanted in (B)(6) and discovered crack was the source of air. She transferred to ronald reagan ucla med ctr in april without issue until june. Additional information: the cannula was placed through a cutdown through the left subclavian vein. It was a 27 fr avalon, part number 701063537. This account received the patient from another facility, baylor in texas in (B)(6) 2019. Therefore this account does not have the serial number or any information during placement. The patient was transferred to them in april 2019, the air was discovered in (B)(6) of 2019 upon removal of the cannula. The cannula was already scrapped by the customer. No harm to the patient was reported. (B)(4).